Event description:
It was reported a pt underwent dbs implant in two stages bilaterally. The right side lead was implanted in 2008. The left was implanted in the same month. The ipg's and extensions were implanted in 2009. During this surgery the incision was opened on the left side and the lead cap was unscrewed but was difficult to get the cap off. The physician tugged it a little and still could not get it off. The physician proceeded to cut the lead cap off at which time the internal wires were found to be exposed between electrodes 2 and 3. The left side was aborted temporarily and the incision was closed. The stage two implant was performed on the right side. They then went back to the left side to see if the system could be placed. The incision was re-opened and it was attempted to connect the lead to the extension. Since the wire was exposed, and bent, between contacts 2 and 3, the lead wold not fit properly into the extension wire connection. The lead was cut between the 2 and 3 contacts and the rest of the implant was performed. Impedances were checked following the procedure and were normal except for contact 3, as expected. There were no further incidents related to the event. The physician felt the pt would receive symptoms relief with the use of the 0,1, or 2 electrodes.